Manufacturer narrative:
(B)(4). Concomitant medical products: palacos r 1x40 single catalog # 00111214001 lot # 84954570, femur cemented posterior stabilized (ps) narrow right size 6 catalog # 42500006002 lot # 63292011, tibia cemented 5 degree stemmed right size d catalog # 42532006702 lot # 63524566, all poly patella cemented 32 mm diameter catalog # 42540000032 lot # 63567769. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, the patient is experiencing pain, swelling and limited range of motion. Patient is going to be considered for revision surgery of the bearing.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.